Event description:
The customer reported an issue with the display on their precision xtra blood glucose meter. The meter is exhibiting signs of damaged display. Customer also reported experienced symptoms of dizziness, weakness and lightheaded and taking orange juice and glucose tablet. There was no report of third party medical intervention, death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's prod has been requested back for investigagion. A f/u report will be filed once investigation results are available. Customer and retailers have been informed through the letter.